Event description:
It was reported that the device was used during a lobectomy. The knife did not return completely when released. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Damaged yoke. Eval summary: one et45b device was returned in good visual condition and with no cartridge loaded; however, the wedge bands and knife were exposed into the channel. No functional test could be performed as the clamping mechanism was noted to be damaged. When disassembled, the yoke - where engages with the closure tube - was damaged. A batch record review was performed and no anomalies were found during the mfg process.